Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes , investigation conclusions), h10, h11. A getinge field service engineer (fse) in order to resolve the issue, replaced drive manifold assembly (d104-00-0031) and pressure transducer w/ 4"cbl (d682-00-0091-01), this corrected the issue. Device passed functional and safety tests according to factory specifications. Unit was returned to customer and cleared for clinical use. Patient involvement is not there. The final investigation has been completed by failure analysis and testing department. Retaining the drive manifold assembly, pressure transducer cable in the failure analysis and testing department per procedure.

Event description:
N/a.